Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 400 mg/dl. The suspected cause was unknown, however the customer believed the issue may be pump related. The customer went to the emergency room (ER) for treatment. Intravenous (IV) saline and humalog were administered. The customer was stable upon leaving the ER two hours later, and provided an approximate bg value of 207 mg/dl. Tandem technical support performed a system check and the pump was functioning as intended.